Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that either cartridge alarm 29 or alarm 30 occurred. Reportedly, the customer was not using pump during time of call and could not verify the alarm number. Customer's blood glucose level was 225-226 mg/dl. Customer declined troubleshooting with tandem technical support, and declined to provide further information.